Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02925. It was reported the patient was not receiving stimulation. Lead diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. X-rays were taken and confirmed the extension had pulled out of the ipg header. The patient underwent surgical intervention where the extension was replaced with a new one. The patient is now receiving effective stimulation and the issue is resolved.